Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 failed to register as closed. A field service engineer replaced the inseparable magnet and position sensor to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, auxiliary drawer 4 failed to register as closed. The customer stated that there was a delay in dispensing medication due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.